Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 391 mg/dl. Troubleshooting with tandem technical support was performed and determined there were air bubbles in the infusion set tubing. Customer primed the tubing to address the issue. A correction bolus via the pump was performed to address the elevated bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.